Event description:
Event description: it was reported that after a faradrive sheath (boston scientific) was inserted into the patient¿s body, the patient¿s st elevation and blood pressure decrease were confirmed. Although angiography was performed, no air embolism could be found. Subsequently, the patient recovered. The procedure was continued and completed. The patient did not require extended hospitalization. The physician's opinions on the relationship between the event and the product was that there was no relationship between the event and the bwi product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"